Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 500 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 297 mg/dl. Customer blood glucose reading at the time of the incident was over 400 mg/dl. Customer high blood glucose reading stared on early (B)(6) 2017. Customer was feeling drugged and low on energy. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose reading with shots. Customer stated drive support was normal. Customer stated there was no air bubbles or leaks. Customer did not mention if the cannula was bent. Customer stated the infusion set was changed at 7:20 pm. Customer reports basal rates are programmed accurately and bolus wizard was programmed accurately. Customer did not perform high pressure test. Insulin pump did return for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump programmed with multiple basal rates and all registered properly in the daily total history noted. No basal rate anomaly noted. Pump was monitored and had no audio beep anomaly or vibration anomaly noted. The bolus wizard functioning properly per bolus wizard sample in the user guide. The insulin pump was received with cracked display window, cracked case at display window corners, battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.